Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose ranged between 40 mg/dl and 300 mg/dl the previous day. The patient treated the low blood glucose with sugar. No medical attention was required. Troubleshooting did not occur for the hypoglycemia. The insulin pump was not returned for analysis.